Manufacturer narrative:
(B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation and brim cap detached issues occurred. When the physician tried to introduce the dilator into the vizigo¿ sheath, it was noticed that the hemostatic valve was broken. The white part of the valve was ¿unstuck¿. It seemed to be separated in two parts. The brim cap was fully detached. The issue was detected before the insertion of the sheath into the patient¿s body. The sheath was replaced with a new vizigo¿ sheath. There was no surgical delay, and the procedure was successfully completed with no patient consequences. The hemostatic valve separation and brim cap detached issues were assessed as MDR reportable product malfunction.

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 29-jun-2022. The device evaluation was completed on 02-jul-2022. It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation and brim cap detached issues occurred. When the physician tried to introduce the dilator into the vizigo¿ sheath, it was noticed that the hemostatic valve was broken. The white part of the valve was ¿unstuck¿. It seemed to be separated in two parts. The brim cap was fully detached. The issue was detected before the insertion of the sheath into the patient¿s body. The sheath was replaced with a new vizigo¿ sheath. There was no surgical delay, and the procedure was successfully completed with no patient consequences. Device evaluation details: a picture was received for evaluation following bwi procedures. According to the picture provided by the customer, the hemostatic valve was dislodged inside the hub component. This issue could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; however, this could not be conclusively determined. The brim cap detached issue could not be confirmed as the photo does not provide enough information to do so. The issue reported by the customer was confirmed based on the picture received. The product was returned to biosense webster for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of the hub component, and the brim cap and friction ring remain intact. The dilator was not returned. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record (DHR) evaluation was performed for the finished device with lot number 00001672 and no internal actions related to the reported complaint condition were identified. Based on the DHR, the h 4. Device manufacture date has been updated. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal corrective action has been opened to investigate the issue. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).